Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.0/2.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vault. In a second surgery on (B)(6) 2022 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk. (B)(4). Claim# (B)(4).